Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: pump drive unit malfunction

Event description:
Major pump unit(s) involved: blood pump. Additional text: xve pump failure. Specific component(s) involved: pump drive unit malfunction. Additional text: device malfunction-pump failure. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump. Other intervention: implant device type: both (in the same or visit). Malfunction device type:.